Manufacturer narrative:
The insulin pump passed the displacement, rewind, occlusion, basic occlusion, prime and excessive no delivery tests. No prime anomaly noted during testing. However, the insulin pump had grinding noise during testing due to faulty motor. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was making a grinding noise. The customer's blood glucose was low at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.